Manufacturer narrative:
: The device was manufactured between: 23nov2016 and 24nov2016. Four devices were received for evaluation containing approximately 250 to 300ml of solution in the bladders. During visual inspection, the first device did not have any evidence of wetness or a leak. The other three devices were observed to have evidence of fluid inside the bags that contained the units; however, the exact location of where the wetness originated from could not be identified. Functional leak testing was performed on all four devices. The devices were monitored for three days. After the third day, no evidence of a leak was found on any of the four devices. The reported condition was not verified. The other eleven devices were not received. As the samples were not returned a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fifteen regional anesthesia infusors leaked from an unspecified location during storage. The units had been filled with 12ml fentanyl, 60ml bupivacaine, 0.6ml adrenaline, and 227.4ml sodium chloride solution to a total fill volume of 300ml. There was no patient involvement. No additional information is available.